Manufacturer narrative:
(B)(4)

Event description:
Customer stated that the reload used with idrive passed the self-checking, but failure to deploy. Then replaced another reload to complete. The product was tested prior to use. Patient involved was (B)(6), male was w/o injury. The sample will be returned for investigation.

Manufacturer narrative:
Manufacture reference number: (B)(4). Evaluation summary post market vigilance (pmv) led an evaluation of one reload. Visual inspection of the cartridge revealed that the loading unit had a full staple complement. The loading unit was loaded into a post market vigilance powered handle and adapter for functional testing. The loading unit was applied to test media with proper transection. A pusher was missing at the distal end of the loading unit. Functional testing confirmed the safety interlock feature successfully prevented the loading unit from cycling again. A process improvement was generated for the missing pusher. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.